Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The nurse stated the alarm occurred earlier and the peritoneal dialysis nurse told them to clamp off the lines and change the cassette, but use the same bags. The technical service representative (tsr) advised the nurse that once a setup is complete you need to change everything when there is an issue. The nurse was contacted on (B)(6) 2011. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. The nurse stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error - failed to follow therapy steps was confirmed. The root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.